Event description:
Healthcare professional reported that during the implant procedure the disc fell off. A larger medtronic hall valve was implanted and the valve was returned with the request for a replacement valve.